Manufacturer narrative:
Exact date unknown, event occurred several months ago from the aware date.

Event description:
It was reported that the patient developed an infection at the ipg site. Symptoms of tenderness and bump at the ipg site were also reported. It was unknown what caused the infection and it was not believed to be device related. The patient was placed on antibiotics and will undergo an explant procedure.

Manufacturer narrative:
Additional suspect medical device component involved in the event: product family: scs-paddle leads, upn: m365sc8216500, model: sc-8216-50, serial: (B)(6), batch: (B)(6).

Event description:
It was reported that the patient developed an infection at the ipg site. Symptoms of tenderness and bump at the ipg site were also reported. It was unknown what caused the infection and it was not believed to be device related. The patient was placed on antibiotics and will undergo an explant procedure. Additional information was received that all components were explanted and were not returned.